Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. Upon visual inspection of the photo, it shows the top web with batch #7264296. No photos or samples showing the alleged failure were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that during use of the bd neoflon¿ 26ga 0.6mm od 19mm l the plastic cannula damages easily. This occurred on 10 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: defective product "plastic cannula easily damage".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd neoflon¿ 26ga 0.6mm od 19mm l the plastic cannula damages easily. This occurred on 10 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: defective product "plastic cannula easily damage."